Manufacturer narrative:
Investigation evaluation: our laboratory evaluation determined the product said to be involved was bent. During a visual inspection of the device, there is a bend in the needle at the distal end. The handle was manipulated by placing the needle adjuster on "8" and advancing the needle outside the distal end of the sheath. The bend in the needle could have been a contributing factor as to why the user could not see the needle during using. The length of the needle that is advanced outside the distal end of the sheath is bent. The device was observed under visual magnification the dimpled pattern that aids visualization of the needle during the procedure is present and uniform. The bevel of the needle appears to be fully intact, however the bevel appears to be slightly bent inward. During a functional test, the returned device was placed down an olympus (B)(4) endoscope. Once the device was through the distal end of the endoscope channel, the scope was placed in a torturous position. The needle adjuster was set on "8" and the handle was manipulated. The needle advanced and retracted out of the distal end of the sheath. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use cautions: "needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device. Failure to retract needle may result in damage to endoscope." The instructions for use states: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place. Note: number in safety ring window indicates extension of needle in centimeters. Caution: during needle adjustment or extension, ensure device has been attached to accessory channel. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The bend in the needle could have contributed to the user statement that they could not see the needle in the lesion. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During endoscopic ultrasonography (eus) procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. The physician stated that they could not see the needle in the lesion under ultrasound, so another needle was opened and used but the same problem occurred. They decided to change to a competitor's needle and it worked fine. The devices were evaluated on 07/05/2017. They were found to have severe bends in the distal ends.(subject of this report. See also MDR 1037905-2017-00495).